Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: tamper seals were intact. Pump is in excellent physical condition. Functional and occlusion testing was conducted. The reported event was replicated during testing and motor rate error was also identified in event history log review. The reported issue was confirmed. The root cause was unable to be determined. However, the main pcb board was not correctly aligned. The following actions were taken: realignment of main pcb board. Additional repairs included: device cleaned and calibrated. Device functional and occlusion tests all passed after repair.

Event description:
After a recent repair, it was reported that the device presented a motor rate error message. No patient injury was reported.